Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer's blood glucose level was unknown. The customer reported that they tried to use bolus wizard and the insulin pump did not work but gave a motor error alarm. They also reported that the insulin pump had a motor position encoder error. They stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to magnetic field. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.